Event description:
The customer contact reported a suspected operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver dilaudid with a concentration of 1mg/ml. No further programming parameters were provided. The customer contact reported that after an unspecified length of time, "the pt's spouse noticed he wasn't breathing and alerted staff." The pt was noted to be oversedated and was treated with an unspecified amount of narcan. There were no reported adverse pt sequelae. The customer contact reported that the nurse "went back and rechecked the history, and the concentrations were set for 0.1mg/ml," instead of the intended 1mg/ml. The customer contact reported that it is believed this was, "probably staff error but can't provide it." Though requested, no additional info was provided.